Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, it had a anesthesia es - jammed mini tray. The customer reported that issue occurred when dispensing medications and delay in patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that medication had jammed the mini drawer. A field service engineer (fse) provided a quick solution to clear the jam and customer reported successful recovery of the failed storage space, and services were restored to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.